Event description:
It was later reported that the catheter had migrated/dislodged from the intrathecal space. The catheter was replaced (B)(4), 2012. The outcome was noted as resolved without sequelae, (B)(4), 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Analysis of the pump revealed no anomaly found. Analysis of the catheter revealed catheter body damage occurred to catheter body and/or guidewire during implant procedure; difficulty catheter guidewire interaction. A portion of the catheter was returned. On the proximal end about 1 cm from the end was a narrowed/deformed area all the way around the catheter. Rpa speculates that this could be a stretch mark or slightly twisted area, this is only speculation. 5.5 cm from the proximal end is at least three small sheer type holes in the catheter which did start to leak around 3 psi. These holes are believed to be sheer holes at the time of implant caused by the interaction of the catheter with stylet during implant. Lastly, where the catheter connector pin is located, the clear strain relief had been cut and there are two more holes located on top of the pin area. These two holes did not leak during pressure testing.

Event description:
It was initially reported that patient had experienced right lower extremity paresthesia and complained of numbness. Intervention included adjustment of medications and decrease in infusion rate. A CT scan without contrast was done on (B)(6) 2012 and showed no evidence of inflammatory mass. Drugs delivered via the device were noted as morphine, bupivacaine and clonidine. Cause was identified as worsening or exacerbation pre-existing condition. The pump and catheter were later explanted and received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Catheter model: 8709, serial #: (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2012. (B)(4). Analysis results of the returned device system were not available as of the date of this report; a follow-up report will be sent when it becomes available.